Event description:
Account stated the bed will slowly drift down. A patient was not on the bed. No patient injury.

Event description:
Customer reported that on (B) (6) 2010 she received an ER-3 message on the display of her freestyle freedom lite blood glucose meter. She further reported that while in her car she began to experience vertigo and subsequently lost consciousness. Customer self-presented to a local healthcare facility where she was diagnosed with severe hyperglycemia, but received no third-party intervention. Customer self-treated by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: while troubleshooting with customer service the customer was able to successfully perform a blood glucose test without receiving an error message.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.